Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure using a 14 fr esheath+, there was no resistance during insertion of the esheath+. However, resistance was encountered when the delivery system exited the tip of the esheath+. Alignment was performed in the straight section of the descending aorta. Upon switching to the left anterior oblique (lao) view to track over the aortic arch, it was observed that part of the valve stent (on the skirt side) appeared bent. The delivery system and esheath+ were removed together. A new kit was opened, and the procedure was completed successfully using a new device, with no patient complications. The access vessel had a minimum lumen diameter (mld) of 6.4 mm, with mild tortuosity and mild calcification. Upon inspection outside the body, the damaged valve confirmed the same stent bending seen in fluoroscopic imaging. Notably, this damage was only visible in the lao view; it was not apparent from other fluoroscopic angles, and the exact timing of the damage remains unclear. Additionally, the tip of the first esheath+ was found to be damaged upon removal. Resistance was also noted when retracting the delivery system into the esheath+. All devices involved will be returned for evaluation. No patient harm was reported. As reported by the fcs, when the esheath+ was removed, the common femoral artery (cfa) injury was observed, and a surgical angioplasty was performed. The type of cfa injury and possible cause were unknown. Per follow up response, it is unclear whether the 1st or 2nd esheath+ caused the cfa injury.

Manufacturer narrative:
Addition to h.10.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. An addition was made to section b.1, b.2 and h.11. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: impact code, clinical code, type of investigation, investigation findings and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided by the site and reviewed, and the following was observed: one strut appeared bent backwards at the inflow side on fluoro, and one strut appeared bent backwards at inflow side after system withdrawal from patient. The complaint for frame damage was confirmed based on the imagery provided of the device. A review of IFU/training materials revealed no deficiencies. As reported, ''valve frame damage and distal tip torn was reported. A transfemoral tavr procedure for a 23mm sapien 3 ultra resilia valve performed via cut-down obtained on the right femoral artery, the delivery system was inserted into sheath and there was resistance when the delivery system exited the tip of the esheath+. Alignment was performed in the straight section of the descending aorta. When switching to the left anterior oblique (lao) view to tracking over aortic arch, it was confirmed that part of the valve stent (skirt side) was bent. The delivery system and esheath were removed together. A new kit was opened, and the procedure was completed using a new device without any problems. The minimum lumen diameter (mld) of the access vessel was 6.4 mm, with mild tortuosity and mild calcification. When the damaged valve was checked outside the body, it was confirmed that the part of the valve stent had bent with the skirt, just as seen in fluoroscopic imaging.'' Per edwards training manual, ''if push force is high, consider slightly pulling back the esheath+ 1-2 cm while advancing the thv/delivery system'' and ''if push force is too high or valve is still stuck, remove valve and esheath+ together as single unit and replace.'' In this case, it was reported that ''there was resistance when the thv valve passed through the tip of the esheath+'' and ''some additional force was applied,'' suggesting that high push force and/or device manipulation was applied to advance the delivery system and valve through the distal portion of the esheath+. The valve frame may have interacted with the esheath+ due to the high push force and/or device manipulation, potentially causing a strut to be bent as reported and observed in the imagery evaluation. As such, available information suggests that procedural factors (high push force, device manipulation) may have contributed to the frame damage. According to the report, it was unknown which of the devices may have contributed to the vascular injury. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.